Event description:
It was reported that the "hand piece would not run." The reporter was unable to determine the precise date of this event. It is unknown if there was any delay in surgery; patient harm, adverse outcome or injury. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device has been returned and evaluated. (B)(4) tested the device, and the customer's reported complaint could not be confirmed or duplicated. If additional information is received, a supplemental report will be sent accordingly.